Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture was received on (B)(6) 2020 with lot number 135395. Analysis of the returned device identified: creases fold, deformation device, wear abrasion, voids, white biological tissue and the device is within specification according to the attached report.cloudy in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, and rupture. Device has been explanted.